Event description:
It was reported that the patient had an infection. It was reported that the patient had an infection two weeks post procedure that required antibiotics to treat. The patient did well following this event. One month post procedure transesophageal echocardiogram showed that there was a 5mm leak. The patient was switched from coumadin to aspirin and plavix.